Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call the insulin pump had a motor communication error alarm. The customer¿s blood glucose level was 13.0 mmol/l at the time of the incident. The customer¿s parent stated that the insulin pump was not exposed to high magnetic fields. Unable to further troubleshoot due to alarm would not clear. Customer also reported that the insulin pump had a motor error, off no power alarms, and frozen display. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.